Event description:
Reporter indicated that a vns pt was having an increase in seizure frequency, an increase in seizure intensity, and an increase in the post-ictal period that started around (B) (6) 2008. There have been no medication changes. A battery estimate was performed which showed approx 2.86 yrs remaining on the generator. The pt lives in a group home. Attempts to the attending neurologist for further info are in progress.